Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision hip because of patient complaining of right hip pain. Implanted in 2010. Revised existing trident psl shell because no ongrowth put in 54mm tritanium shell and replaced head and liner.